Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. A customer reported an unspecified low sensor reading on the adc device compared with an unspecified reading from a competitor's device. It is unknown whether the customer noted a trend arrow on the device. The customer reported no symptoms of glycemic instability with regard to the adc device issue and self-managed by consuming a bread and subsequently administer insulin (dose/type unknown). There was no report of death or permanent impairment associated with this event. A sensor result of 4.40 mmol/l was compared to competitor brand device reading of 18.90 mmol/l, and the results, when plotted on a parkes grid, fell into the c zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.